Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy utilizing the liberty cycler set. It is well-known that nonadherence to aseptic technique through touch contamination is the most common source of transmission of peritonitis causing pathogens. This is further evidenced by a microorganism that is part of the normal flora of human skin and hands. Therefore, the liberty cycler set can be excluded as the cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital presented staphylococcus epidermidis and a white blood cell (wbc) count of 3263/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous vancomycin (unknown dose, frequency and duration) in the hospital. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler and products (not fresenius products) during this admission. The patient had an uneventful hospital course and was discharged on (B)(6) 2021. Following discharge, the patient was prescribed intraperitoneal vancomycin at 1750 mg every five days for three weeks and oral fluconazole 100 mg every day for two weeks prophylactically. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Event description:
It was reported a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital presented staphylococcus epidermidis and a white blood cell (wbc) count of 3263/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous vancomycin (unknown dose, frequency and duration) in the hospital. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler and products (not fresenius products) during this admission. The patient had an uneventful hospital course and was discharged on (B)(6) 2021. Following discharge, the patient was prescribed intraperitoneal vancomycin at 1750 mg every five days for three weeks and oral fluconazole 100 mg every day for two weeks prophylactically. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.